Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (communication faults) was investigated. Upon evaluation, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the power ground wire was open inside the trunk cable. The cause of the communication faults and test failure is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing communication faults.